Event description:
Spoke with nurse stating that ater loading ms3 pump, screen goes back to setup menu (no option to start delivery). After speaking with rn on site, ms3 pump has lost programming, will need to send new pump, serial number of faulty pump: (B)(4). Pt is still in hospital for start of care. Nurse will call back to advise where to send new pump. Issue did not cause an adverse effect and was not in use when error occurred. No other info known. Dose or amount: 9ng/kg/min, frequency: continuous. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.